Event description:
It was reported that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. During the procedure, it was discovered that the ra lead had an insulation damage. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.